Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device displayed a white screen. A white display can be indicative of a device lock-up condition. As a result, defibrillation therapy may be unavailable if it is needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker found the issue originate from the user interface pcb. Stryker replaced the user interface pcb to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Stryker further evaluated the removed user interface pcb assembly. It was observed that the transistor, designator c181, was cracked and electrically shorted.